Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was provided for evaluation, it did not confirm the customer complaint. The reported event of transmitter failed error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was provided. Data could not confirm a failed transmitter error but did confirm a low transmitter battery on (B)(6) 2018. The root cause of the low transmitter battery could not be determined post investigation.